Manufacturer narrative:
On december 11, 2020, mentor became aware that the suspect medical device's date of implantation was on (B)(6) 2013. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw509625) that a female patient, who underwent breast prosthesis implantation procedure with two unspecified mentor gel implants, suffered several unexplained systemic symptoms, including brain fog, joint pain that has been ongoing and have severely gotten worse since 2018. In 2020, rupture on an unspecified side was reported to be confirmed. In addition, the patient also experienced viral infection, arthralgia, and cognitive changes. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the first of the two breast prostheses reported.